Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. (Visual examination identified a hole in the ra set screw seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this device was an attempted implant. During the implant procedure, the right atrial (ra) lead was connected to this device and noise was observed. The lead was tested via a pacing system analyzer (psa), and there was no noise. A new device was attempted, and noise persisted. The lead was also changed out and no further issues were observed. The attempted device was returned for analysis. No adverse patient effects were reported.